Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
This case is from the health authority. It was reported that during the space occupying resection of left upper lung surgery, when severing the lung tissue, after fired, noted the staples malformed. There was an air leakage issue. The suture was used to oversew and complete the surgery. No additional information can be provided.